Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the pump¿s black box and alarm history showed a cs 64 call service alarm. During testing, the pump powered on properly with no alarms. The pump performed the rewind, load and prime steps successfully and completed the 24 hour duration test with no call service alarms occurring. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector. The call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.